Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue and user's test strips had a poor storage. Manufacturer contacted customer with follow up phone calls to know whether the symptoms persist and ensure the new product replacement solved the initial concern; unable to talk to customer.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo result. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. The customer feels well and did not report any symptoms at time of call. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with the lo blood result. Customer states after got the lo blood results customer feeling shaky and having low symptoms so customer ate some candy and insulin to raise the glucose levels. Customer states that was just diagnose with diabetes and got the meter 3 days ago. Customer is not sure what the normal glucose range should be.